Manufacturer narrative:
Additional information: block b5 has been updated with the additional information. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that the patient had a rectal wall infiltration, the infiltration space was measure, it was noted 5mm and 1.36cc volume. The physician decided to prescribe antibiotics to the patient and refer for a sigmoidoscopy, due to the risk of rectal ulceration, the physician delayed patient treatment by at least six months. Additional information received 30jun2025: it was further reported that the patient received an alternate course of treatment. 62gy/20# to bilateral pz lesions, 60gy/20# to prostate & proximal seminal vesicles, that started last october and completed this month.

Manufacturer narrative:
Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported after the hydrogel placement, during a follow up routine it was noted that the patient had a rectal wall infiltration. The infiltration space was measured, it was noted 5mm and 1.36cc volume. The physician decided to prescribe antibiotics to the patient and refer for a sigmoidoscopy, due to the risk of rectal ulceration, the radiation treatment was delayed at least six months.